Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when pain started. This report is for unknown polyethylene inlay. Unk - pdl implant/unknown lot number. Original implant was performed sometime in (B)(6) 2015. Per additional information, not explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who underwent l5-s1 adr in (B)(6) 2015 developed bilateral neuropraxias and neuropathic pain eventually found on CT scan to be due to retropulsed bone fragments which were tamped back into l5 posteriorly or excised via bilateral l5 hemilaminectomies and partial medial facetectomies in (B)(6) 2015. Routine postop xrays yesterday demonstrate obvious subluxation of l5 with impingement of the anterior portion of the implant. Flexion/extension lateral films including supine lateral view fail to show any reduction and normal alignment. Other than residual paresthesias (left > right), she denied having any back pain or symptoms of instability, and has returned to working as a school administrator. Tentatively the patient has been advised that she will need a posterior instrumented fusion, and possibly anterior revision and fusion. Email received from sales consultant confirms the patient was revised to due pain and discomfort on (B)(6) 2015 and that the device initially implanted was a large 10x11 prodisc. This complaint is to address the revision surgeries (hemilaminectomies and partial medial facetectomies) performed on (B)(6) 2015 due to complications (retropulsed bone fragments) related to the initial prodisc surgery of (B)(6) 2015. This report is 2 of 3 for (B)(4).